Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Approximately 5 years and 3 months have passed since the device was manufactured. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred since the main circuit board of the subject device was broken due to aging degradation.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could be duplicated and the subject device did not work due to a circuit board failure. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the indicators on the front panel of the subject device went out. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.